Manufacturer narrative:
Investigation: used test and analysis equipment: digital-camera "(B)(4)." First we made a visible inspection of the jaw. Except the blood soiling and the charring, we found no further abnormities. Then we checked the mechanical function. The clamping function worked well, the blade sticks because of the dried blood in the blade guide. Batch history review: the manufacturing documents have been checked and found to be according to specification which was valid during the time of production. Conclusion and root cause: one probable root cause in cases like this is a not proper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage created by wrong handling during cleaning the electrodes. A damage during rf- generator failures can be excluded. Because there is suspicion of a design related aspect to the failure, we have entered this failure mode into our corrective and preventative actions system so are working on a solution. Corrective action: a CAPA for improvement and a better durability was started (B)(4).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the device (pl740su 5mm) hand piece was used for the removal of fibroids during a (tlh)total laparoscopic hysterectomy. An error message "short, re-grasp" appeared on the generator. After seeing the message the surgeon closed the jaws and tried to remove them. As the surgeon was trying to remove the jaws he noticed the metal part of the jaw sparking. The device was removed from the patient and the device continued to spark. The sparks only stopped once the device/generator was unplugged.